Event description:
A rigid scope was returned to olympus for repair with a broken plan glass. There is no indication that broken parts fell into the patient¿s body or that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (received at omsc on 2022-12-01). The evaluation at omsc found the telescope¿s cover glass to be broken and the outer tube to be bent. Furthermore, shadows in the field of view were identified and a foreign body was detected in the eyepiece. These issues were caused by improper handling/excessive force and can thus be attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the telescope without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.